Manufacturer narrative:
Bent ground prong.

Event description:
It was reported by service report that the head right side rail would not lock in the up position and the power cord was damaged. No pt involvement or adverse consequences are reported.